Event description:
"During insertion of a pci introducer the upper outer portion of the guidewire sheared off. Dr was able to retrieve the portion and the pt has no apparent injury. Dr felt he retrieved all of the sheared off portion."